Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of voluntary report mw # (B)(4).

Event description:
It was reported that the patient underwent a CABG surgery on (B)(6) 2019 and the suture was used. During the surgery, the needle broke off at the connection between the suture and the needle. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020. Corrected information: d3, g1, g2. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device batch pap991 and no non-conformance' s were identified.